Event description:
A caller reported a malfunction on the pump, identified as malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the caller with the process, and instructed the customer to continue using the pump while advising them to call back if the malfunction recurs. The caller acknowledged and understood these instructions.